Manufacturer narrative:
Section h6 - health effect - clinical / impact codes: corrected. Section h6 - medical device problem code: corrected manufacturer¿s investigation conclusion: there were no reported or identified device-related issues with the heartmate 3 left ventricular assist system (lvas). It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The device serial number was not provided and was unable to be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient with a left ventricular assist device (lvad) had a right heart catheterization (rhc) recalibration on (B)(6) 2025. The primary reason for the rhc was to check the accuracy of the cardiomems sensor. The website showed that the baseline was increased by 28.8 millimeters of mercury. No further technical heart failure specialist actions required.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.